Manufacturer narrative:
Findings: unit motor function properly and no anomaly noted. Unit passed rewind test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked at the reservoir compartment and battery compartment, which was preventing the piston from working correctly. Blood glucose level at the time of the incident was 342 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.